Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would not calibrate. There was no alarm or log entry for this incident. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the fiber-optic module multiple times with a tester and could not reproduce the issue. The safety disk was replaced and the compressor was rebuilt as part of a preventative maintenance (pm). The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would not calibrate. There was no alarm or log entry for this incident. There was no harm or injury to the patient and no adverse event was reported.